Event description:
It was reported that a motor movement error was detected in the pump, indicated by malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.